Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 1000 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6)to english: it has an increase in results in tp (prothrombin time) and aptt (partial thromboplastin time activated). The equipment manufacturer has already reviewed it, and now it refers to the manufacturer of the tubes, in this case bd: the tubes reach the minimum filling line, but the values are elongated. Additional information received from customer: the results of the tests if available, we can obtain a history of many results of this test. The analyzer is an acl 550 from il werfen. It is a new centrifuge, brand thermo st16 and st16r recently qualified, of swing. Spin at 1500g for 15 min. The samples are obtained at room environment temperature, they are transported in a cooler with refrigerant in horizontal position, once centrifuged, they are transported to room environment temperature in horizontal position, and directly inserted into the instrument. I do not know exactly the information on the quantity affected, but we've noticed an increase in the month of july. The number of times the tube was inverted is a difficult question to reply, perhaps I dare to say that the effect is in the way the tube is inverted, the speed or the force, exactly I don't know. After sample collection, the tubes were processed between 20 and 30 minutes.

Event description:
It was reported that there were erroneous results with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 1000 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: it has an increase in results in tp (prothrombin time) and aptt (partial thromboplastin time activated). The equipment manufacturer has already reviewed it, and now it refers to the manufacturer of the tubes, in this case bd: the tubes reach the minimum filling line, but the values are elongated. Additional information received from customer: the results of the tests if available, we can obtain a history of many results of this test. The analyzer is an acl 550 from il werfen. It is a new centrifuge, brand thermo st16 and st16r recently qualified, of swing. Spin at 1500g for 15 min. The samples are obtained at room environment temperature, they are transported in a cooler with refrigerant in horizontal position, once centrifuged, they are transported to room environment temperature in horizontal position, and directly inserted into the instrument. I do not know exactly the information on the quantity affected, but we've noticed an increase in the month of july. The number of times the tube was inverted is a difficult question to reply, perhaps I dare to say that the effect is in the way the tube is inverted, the speed or the force, exactly I don't know. After sample collection, the tubes were processed between 20 and 30 minutes.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.